Event description:
The patient reported shortness of breath with activity. The rate response on the implantable pulse generator (ipg) was adjusted. Further programming options were discussed and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).